Manufacturer narrative:
(B)(4) date sent: 6/24/2026 d4: batch #830d04 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown did the jaws eventually open? Yes is the current patient status known? Discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec60a device was received for analysis with no apparent damaged and with a cecr60b reload present. The reload was received partially fired 1/5. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, the device could be opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. The event described could not be confirmed as the device could be opened and closed without any difficulties noted. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 830d04, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic proctectomy, the doctor could not close when using the cutter stapler and nail. Changed another one to complete surgery. No additional information can be provided.